Manufacturer narrative:
A system service check of the stellant CT injector, serial (B)(4), was completed on december 18, 2017 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site and therefore not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been accepted by the customer and will be scheduled. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of an extravasation occurring during an enhanced abdominal and pelvic CT scan while the patient was connected to a stellant CT injection system. The customer reported that 100 ml of contrast was extravasated in the patient's left hand during the injection. Due to a resulting significant edema and tissue swelling, the patient had to undergo fasciotomy surgery in order to reduce the pressure in the hand. The patient regained all capacity and range of motion of her left hand and was subsequently discharged to home with no further issues reported. Note: this event occurred on (B)(6) 2017; however, we were not made aware of this event until december 4, 2017.